Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was delayed in responding to touch. During troubleshooting with tandem technical support, the pump was operating as expected. Additionally, it was reported that the pump touchscreen was intermittently unresponsive. Customer's blood glucose was 264 mg/dl. Reportedly the customer continued to use the pump for insulin therapy.